Event description:
Pt in surgery for an insertion of a double lumen groshong cv catheter. Upon completion of the procedure the proximal port would not flush. Catheter removed. Procedure had to be redone using another groshong cv catheter.